Event description:
Same case as manufacturer's report # 6000130-2005-00308. During a rotablator treatment procedure, the rotalink plus 1.25 mm device fractured and became lodged in the coronary artery requiring surgical intervention for removal. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal - distal left circumflex coronary artery. The physician initially used a 1.5 mm burr and performed ablation at 210,000 rpm for 4 minutes, but was unsuccessful in crossing the lesion. The burr was replaced with a 1.25 mm burr, but was again unsuccessful in crossing the lesion. The physician used more force to push the device across the lesion and the shaft fractured, becoming lodged at the junction of the left main trunk and the left circumflex coronary arteries. During attempts to remove the device, only the guidewire was removed. The burr and approximately 2.5 cm of the distal wire remained in the pt. The retained portions were successfully removed during CABG surgery between the left anterior descending and left circumflex coronary arteries. It is reported that the hemodynamics of the pt have stabilized and the pt's current status is reported as 'good'.

Event description:
It was further reported that the speed and duration of the 1.25 mm burr was: 1st 210,000 rpm down 0 rpm 14 sec. 2nd 211,000 rpm down 0 rpm 10 sec. 3rd 212,000 rpm down 0 rpm 12 sec. 4th 209,000 rpm down 0 rpm 11 sec. 5th 211,000 rpm down 2,000 rpm 11 sec. 6th 209,000 rpm down 2,000 rpm 12 sec. 7th 213,000 rpm down 6,000 rpm 12 sec. (Stalled).